Event description:
It was initially reported that the motor of the universal modular electric/battery double trigger handpiece was seized. After device evaluation it was confirmed that the handpiece started without action on the triggers. There was no patient harm or delay reported.

Manufacturer narrative:
The universal modular electric/battery double trigger handpiece, serial number: (B)(4) has been returned for complaint investigation. Upon receipt, it has been confirmed that the handpiece starts without action on the triggers. The controller board, trigger board, selector axis, motor, motor ball bearing, motor screws and all seals have been replaced in the frame of the upgrade.